Manufacturer narrative:
(B)(4).

Event description:
The physician instructed the patient to turn the device off as he was going to be out of town. The patient subsequently experienced back pain and was hospitalized. The outcome is unknown. Further information is being requested at this time.